Event description:
Where the light cord attaches to the retractor, it got real hot and was placed on the patient chest and the patient was burned - biomed tested and reached temperature of 145 degrees. On (B)(6) 2011, the following additional information was obtained: the surgeon decided the patient did not need treatment for the burn. The customer was informed that she was using the wrong size cable for the retractor she is using. The customer stated the (B)(4) sales representative had just called her and explained which cable should be used with her retractor. She further stated there were no medical or surgical intervention and no untoward effects to the patient.

Manufacturer narrative:
(B)(4). Carefusion medical device complaints were previously managed by cardinal health under a transitional service agreement from (B)(6) 2009 to (B)(6) 2011. In retrospective review by carefusion representatives it was determined that this even necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. Evaluation of the device received did not find any abnormalities with the device. The cable appeared to be in good condition for its age of 7+years. The reported issue is likely caused by not matching the right sized fiber optical with the device being used and leaving the device in a high energized state on the patient for a period of time. A review of the device history record did not indicate any issues that would have contributed to the reported failure. The device that was received as the other device being used with this cable is a 3.5mm bundle. This cable is a 5.0mm bundle. As stated in the directions for use "a larger sized aperture fiber optic cable will not increase light output of a smaller aperture instrument." The dfu also states as a warning "high energy light may cause burns to skin, clothing or other materials. Keep the exposed tip and metal connections of the fiber optic bundle away from cloth, plastic, or other combustible material. When device is not in use, keep light source output at the minimum setting. Failure to do so may result in burns to skin clothing or other material inadvertently coming in contact with the light cable connections." In (B)(6) 2009 every customer with record of purchase of the subject device from (B)(6) 2007 to (B)(6) 2009 was provided with a marketing bulletin concerning the proper care, handling, and use of these devices, particularly the need to use the device with a 3.5mm sized cable only. In addition, each customer was provided with a supplementary IFU (see item #3 below for details). In (B)(6) 2009, a training program was administered to all sales representatives of the company engaged in selling these devices to enable appropriate customer support and in-service, as appropriate. Creation of a supplemental IFU for inclusion in the device labeling beginning in (B)(6) 2009, followed by a fully updated and six language translated IFU issued in (B)(6) 2009. These IFU's were updated to include a warning statement to ensure the use of the proper 3.5mm fiber optic cable with the device and included several caution statements highlighting the proper use and care of the device. The sales representative informed the customer of the correct fiber optical bundle size that should be used with the instrument being used. The customer was sent a 3.5mm bundle to use with the instrumentation being used.